Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom door not fully latched alarms, determined to be caused by a backed out mechanism screw. The screw mounts the pumping mechanism into the front case. The evaluation found that the force required to secure the door was above expected levels. The mechanism screws were replaced.

Event description:
During a baxter evaluation of a spectrum infusion pump, it was found that the device alarmed door not fully latched. There was no patient involvement.